Event description:
It was reported that the lead exhibited low sensing and loss of capture and was repositioned. At a pre-discharge follow up, the lead continued to exhibit low sensing and loss of capture. A chest x-ray revealed the lead had dislodged. The lead was explanted and replaced on (B)(6) 2012.

Manufacturer narrative:
Analysis was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.